Event description:
It was reported that one day post implant, the device was not sensing all intrinsic ventricular activity and no marker was seen for the ventricular sense; however, the ventricular sense was detected as normal by an electrogram (egm). It was also noted that the sensitivity was 0.9 millivolts (mv) through the device, but the egm signal was measured at 4 mv. Measurements were then taken in unipolar pacing configuration and all measurements appeared to be within normal limits. At a follow-up visit approximately three days post implant, sensing was measured in bipolar and unipolar pacing configurations; no differences were observed and the device was detecting all ventricular events. The device was programmed to bipolar pacing configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant product: 4074, implantable pacing lead 2013-(B)(6), (B)(4).